Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, post-paced t-wave oversensing and asynchronous pacing resulting in fusion beats were noted on the device. The device was reprogrammed to resolve the issue and the patient was stable.